Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. Customer blood glucose reading was 140 mg/dl. Troubleshoot was performed. Pump error 25 reappeared after troubleshooting. The insulin pump will be returned for analysis.